Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 6.0 cm from the hub. The strain relief was stretched and bent approximately 5.0 cm from the hub. The 3max was ovalized approximately 124.0 cm from the hub. Conclusions: evaluation of the device revealed an ovalization in the distal region of the 3max catheter shaft. This ovalization likely contributed to the inability to aspirate clot effectively and was likely a result of repeated forceful manipulation of the 3max. Further evaluation revealed that the 3max was fractured and bent. This damage was likely a result of forceful manipulation of the 3max at extreme angles outside the body. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician was unable to aspirate using the 3max with a penumbra system aspiration pump max 220 (pump max) and, consequently, used a syringe to aspirate through the 3max. Upon aspirating, the 3max fractured into two pieces; therefore, the physician removed the 3max. The physician completed the procedure using a penumbra system 4max reperfusion catheter (4max) and the same pump max. There was no report of an adverse effect to the patient.